Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak of approximately 2-4 ml containing some blood in the right catch tray of the coulter lh750 slidemaker and a fluid detector 6 error. Customer reported that he did not know where the leak was originating from. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that the source of the leak was the tubing going through pinch valve (vl) 16. Vl16 provides vent to the first t-fitting (ft3 and ft4) in the reservoirs. The fse replaced the tubing. There was no further evidence of leaking after the replacement of the tubing. Fd6 errors occurred when the detector could not sense the trailing edge of the blood during dispensing in order to stop the flow. This issue was also resolved once the leak was remediated. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).